Event description:
Bard urinary catheter with temp probe. Temp probe intermittently giving very low readings which are incorrect. Oral temperature obtained easily 2 degrees celsius higher than urinary catheter probe. FDA safety report ID # (B)(4).